Event description:
It was reported that the procedure was cancelled. A rotabltor rotational atherectomy system was selected for use. During the procedure, it was noted that the foot pedal was damaged. The procedure was not completed due to this event. The patient was stable, no patient complication or other additional intervention reported.